Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that sometimes the customer's site reminder goes off 1 day after the cartridge has been changed. Reportedly, the reminder is set for 2 days. The customer was unable to remember when the event occurred. Tandem technical support verified that the customer's site reminder was set for every 2 days. As the customer does not upload the pump data, troubleshooting was unable to be performed by tandem technical support. Recommendation was made to call back should the event reoccur. There was no reported impact to the customer's blood glucose level.